Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited an increase in pacing threshold and lead impedance measurements. The device remains implanted; the issue was resolved by reprogramming the mode from bipolar to unipolar, upon which satisfactory measurments were obtained.